Event description:
In (B)(6) 2005, the surgeon performed a left si joint fusion with screw fixation. The fusion did not heal. The patient had a recurrence of her symptoms. In (B)(6) 2009, the surgeon removed the screws. On (B)(6) 2012, the surgeon performed a left si joint arthrodesis utilizing the ifuse implant system placing three implants. The patient was pain free for six months following the surgery. At that point the patient had late recurrence of her si joint pain. CT imaging showed what appeared to be lucencies around the proximal implant. A diagnostic block was performed which did alleviate the majority of the patient's pain. On (B)(6) 2013, the surgeon performed a revision surgery where he placed two additional implants (both 7x40mm) anterior to the existing implants. No implants were removed. No complications were encountered during this surgery. Per si-bone vp of medical affairs, "medical review of this case shows that this is a case of late recurrence of pain. The implants were well positioned into the sacrum. I do not have evidence of confounding medical issues such as osteoporosis. I am not able to identify a root cause for the late recurrence of pain. The patient had no permanent neurologic deficits. The patient's pain was significantly improved after the revision procedure."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, the root cause for the late recurrence of pain could not be determined.